Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The technician noted there was no water on the floor or near the 16" century sterilizer. The technician inspected the unit, ran a test cycle and was unable to reproduce the reported event. The unit was found to be operational and returned to service. No repairs were required. The unit was manufactured on 3/8/2008 and is under steris service agreement. No additional issues have been reported.

Event description:
The user facility reported water leaking from their 16" century sterilizer. No report of injury, procedure delay, or cancellation.